Event description:
Device 2 of 2. Reference MFR report#3006705815-2018-00603. It was reported a cerebrospinal fluid (csf) leak occured when the physician was implanting scs trial leads on (B)(6) 2018 .the patient reported headache since the trial leads implanted. Reportedly, patient was taken to the emergency room on (07 march 2018). As such, physician explanted the leads on (B)(6) 2018. No further information is available at this time.